Event description:
While resident was using bovie handpiece to cauterize tissue it was noted the bovie handpiece was not turning off when the button was released. This could have caused a burn to the pt if the handpiece was set down while it was malfunctioning.